Event description:
The customer contact reported corrosion in the battery compartment of the device. There wer no reports of any adverse patient events and no reported delays of critical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.